Event description:
Boston scientific crm received information that this right ventricular (rv) defibrillation lead exhibited increased pacing impedances. It was reported that implant they were 1000 ohms and are now 1900 ohms. There is no noise on the rate/sense channel and all other lead diagnostics are stable and normal. The patient has chronically, high pacing thresholds though. It was stated that the patient has a competitive generator. Technical services (ts) advised monitoring for further increases in pacing impedance and pacing thresholds. No adverse patient effects were reported. Subsequent information indicated that this rv lead had impedances now greater than 2000 ohms. This patient was to undergo a revision procedure. No further information has been made available at this time. Additional information was received that a physician conducted analysis of product performance data as part of research for a journal article. During the analysis and research, it was reported there was an increased rv lead impedance, and the lead was eventually explanted and replaced. No additional adverse patient effects were reported. The lead was not returned to boston scientific.

Manufacturer narrative:
As of today, this product remains in-service without further complications. Should additional information become available, this report will be updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Journal reference: ellenbogen, k. A., b. D. Gunderson, et al. (2013). "Performance of ICD lead integrity alert to assist in the clinical diagnosis of ICD lead failures: analysis of different ICD leads." Circ arrhythm electrophysiol: epub before print. Individual complaint records were created for each observation as needed and reports filed as required.